Event description:
The device was returned for service with the report "failure three channels". The event history was reviewed by baxter service technician and failure code 538 was found. According to biomed, no patient injury or medical intervention has been reported. Information was not provided regarding whether or not the device was in use when the reported event occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.